Manufacturer narrative:
The service engineer (se) replaced the analog interface (ai) printed circuit board (pcb), inspiratory pcb and water trap. The unit passed all testing and operates within the manufacturing specifications. An ai pcb, inspiratory pcb and a water trap were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found on the ai pcb and inspiratory pcb. The water trap was found to have damage. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause for the ai pcb was isolated to an electronic component in the pcb. No fault was found on the inspiratory pcb. The water trap root cause was isolated to the damage; however, the origin is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during extended self-test the 840 ventilator was unable to complete the flow sensor calibration. There was no patient involvement at the time of the event.